Event description:
Patient reported that the device's piston rod is sticking. They indicated that, when retracting thepiston rod, it takes several attempts to fully return the piston rod to the base of the insulin cartridge compartment. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.